Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 154 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.